Event description:
It was reported that during a hip arthroscopy procedure using the ambient hipvac 50 wand ifs, a piece of the black sheathing flaked off inside of the surgical site. The surgeon was confident that all debris was retrieved, and was able to complete the procedure without significant delay. There were no pt complications reported as a result of this event.